Event description:
"The physician was implanting the device near the left subclavian artery. He was in phase 1, the inner sheath was still inside the outer one in the descending aorta. At that moment he realized that the tip was separated from the clasping. So he decided to abort the procedure and he implanted another endograft. He had to recapture the tip with a snare. The femoral artery of the patient slightly damaged but he was able to repair it with no injuries for the patient." Patient outcome: "as I wrote above, no injuries or consequences for the patient."

Event description:
"The physician was implanting the device near the left subclavian artery. He was in phase 1, the inner sheath was still inside the outer one in the descending aorta. At that moment he realized that the tip was separated from the clasping. So he decided to abort the procedure and he implanted another endograft. He had to recapture the tip with a snare. The femoral artery of the patient slightly damaged but he was able to repair it with no injuries for the patient." Patient outcome: "as I wrote above, no injuries or consequences for the patient".

Manufacturer narrative:
Based on the investigation of the device and the information available, the exact root cause of the failure (distal clasp breakage) could not be determined. Therefore, there were not appropriate results and conclusion "event problem and evaluation codes" available.